Manufacturer narrative:
The pump has been returned to animas for evaluation. Evaluation is not yet completed. When evaluation is completed, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life w/ moisture) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/14/2017 with the following findings: there were frequent replace battery alarms observed in the pump history. The pump¿s electrical current draws were within specifications. The battery compartment was cracked with corrosion observed inside. The leak test failed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.